Event description:
It was reported that a request was made to have data from this device analyzed. Disk analysis revealed that the power consumption for this device is small but has been increasing gradually. This device remains in service. A request was made to have this device analyzed again to assess the battery status. Despite the safe replacement interval provided, the device was not replaced. Additional information revealed that the device is going to be replaced because the device is part of the ingenio high battery impedance advisory population, but it was stated that the device has 3.5 years of estimated longevity remaining. No adverse patient effects were reported.

Manufacturer narrative:
Product is not expected to return as it remains in service. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
Product is not expected to return as it remains in service. As the product was not returned, no product analysis could be performed. The information provided was not sufficient to allow determination of an specific cause.

Event description:
It was reported that a request was made to have data from this device analyzed. Disk analysis revealed that the power consumption for this device is small but has been increasing gradually. This device remains in service. A request was made to have this device analyzed again to assess the battery status. No adverse patient effects were reported.